Event description:
It was reported that in (B)(6) 2013 (exact date unknown), a physician performed a novasure endometrial ablation and received three unsuccessful cavity integrity assessment (cia) tests. The physician aborted the procedure and stated "I went through the uterus with the novasure device and also damaged the bladder." The physician then performed a hysterectomy. Discharge date is unknown. On (B)(6) 2013, it was reported the physician "did a hysterectomy and also repaired the bladder and the patient is doing great."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).